Event description:
As reported by an edwards affiliate, during a transcatheter tricuspid valve replacement procedure with a 29mm sapien 3 ultra resilia transcatheter heart valve within a non edwards surgical valve, the valve appeared under expanded within the surgical valve. A 28mm balloon was subsequently used to perform post implantation balloon valve fracture. During this maneuver, the leaflet of the sapien 3 ultra resilia valve tore due to interaction between the valve leaflet, and calcification on the surgical valve leaflet through the stent frame. Severe central tricuspid regurgitation was observed. A second 29mm sapien 3 ultra resilia valve was then successfully implanted within the first valve, with no paravalvular leak, and a reported mean gradient of 1mmhg. The patient was reported to be in stable condition post-procedure.

Manufacturer narrative:
The device was used in an off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid procedures, the available training materials were reviewed only for information potentially relevant to the device use. The investigation is still ongoing.